Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 6l north pyxis lost power and could not be resolved locally. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not powering on. A field service engineer (fse) confirmed that the drawer controller from drawer 4.2 (low resistance) was bad. So, the fse replaced drawer controller, then reestablished the power and rebooted. The system functioned as intended after the field service engineer repaired the device.